Event description:
A discordant falsely depressed human chorionic gonadotropin (lhcg) patient sample result was obtained on a dimension exl 200 system. The falsely depressed result was reported to the physician(s). The same sample was reprocessed on an alternate dimension exl 200 system. A higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention and adverse health consequences due to the falsely depressed human chorionic gonadotropin (lhcg) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed human chorionic gonadotropin (lhcg) patient sample result obtained on a dimension exl 200 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Hsc observed that the customer aborted the sample testing when the affected sample was placed on the original dimension exl 200 system (s/n: (B)(6)) during the initial processing. Due to this event, a falsely depressed lhcg result was generated in the laboratory information system (lis) with an error code. As per the dimension interface specification guide, the error code indicates "aborted test" and results with this error code are suppressed. Hsc observed that the lis was not programmed to properly interpret result messages with suppressed results. The cause of the event is operator/user error. A potential product issue was not identified. The system is fully operational. The device is performing according to specifications. No further evaluation is required.